Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called via phone the series of beeps was not appear on the screen. Customer was calling about unable to get off prime the customer was advised to revert the back up plan . The insulin pump will be returned for analysis.